Event description:
This l v lead was implanted on (B)(6) 2004 and capped on (B)(6) 2012 due to no capture via psa in unipolar vector @1 ov. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). Anodal stimulation was also noted in tip>rv vector. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).